Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported compact plus blood glucose results of 5.9 mmol/l, 12.1 mmol/l, and 8.2 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.